Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that one month post implant, the device could not be inter- rogated and the rate did not change with magnet placement.